Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). Investigation summary: bd received photos for investigation, with a total of 4 images provided. The reported defect involves air bubbles observed in the gel of bd vacutainer® gel tubes. Air bubbles can become trapped inside the gel during manufacturing processes such as mixing, pumping, and dispensing, and may also be influenced by environmental and shipping conditions. These bubbles are generally visible before blood collection or centrifugation and should disappear after centrifugation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: gel airbubbles. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, there were bubbles in the gel separation barrier of 15 tubes. No adverse impact was reported regarding the patient or user.